Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 500+ mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with normal operating currents and no unexpected lost power, off no power alarm or blank display was noted. The insulin pump alarmed after a battery change and reset due to a broken solder joint on the interface circuit board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube o-ring and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.